Event description:
It was reported while using bd ultra-fine¿ short pen needlesthe product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle with inner shield damaged/cut and crushed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary customer returned a single opened 31 gauge, 8mm pen needle. The distal tip of the pen needle¿s inner shield is warped and deformed at its tip, resulting in the inner shield being open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a damaged inner shield. The root cause was not identified for this failure mode.

Event description:
It was reported while using bd ultra-fine¿ short pen needles the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 pen needle with inner shield damaged/cut and crushed .